Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
F10) patient code:  pulmonary embolism (1498) - listed in IFU, vessels, perforation of (2135) - not listed in IFU device code:  migration of device or device component (1395) - not listed in IFU. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 04oct2018 as follows: ¿patient allegedly received an implant on (B)(6) 2006 via the right jugular vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation, bleeding and large amount of tissue removed with ivc filter. Patient further "alleges" pain, ivc failure, poor circulation and that filter caused a second series of clots which started at the filter and went down into both legs. It is also alleged that complicated filter removal that caused tissue loss was discovered later in 2017. Ivc filter was successfully removed on (B)(6) 2016.